Event description:
It was reported that the stent separated from the sds balloon as it was tryinig to navigate a very calcified circumflex artery. A snare device successfully retrieved the separated stent.